Event description:
It was reported that when the health care provider (hcp) opened the patient's incision to remove the device, the lead was found broken. The device was being removed because the patient needed magnetic resonance imaging (MRI) for a skull fracture from trauma. It 'sounded' as though the broken electrodes were left in the patient and the remaining lead and device were removed. A week later it was reported that the lead was 'twisted' in the pocket 'thousands of times.' The hcp did not use suture holes and therefore did not attach to the fascia. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v121978, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3889-28, lot# v121978, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Final analysis of neurostimulator model 3058 (lot # njy116934h) showed no anomaly found. Final analysis of lead model 3889-28 showed lead body outer insulation twisted and lead body conductor broken (overstress/damage).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
It was noted that there were x-rays taken. It was noted that the patient's implantable neurostimulator (ins) was twisted around in the pocket and was not sutured down during the implant procedure. It was noted that twiddlers syndrome was suspected.